Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen turned fuzzy and gray. The customer¿s blood glucose was 325 mg/dl at time of incident. Customer stated she treated with a bolus using the insulin pump for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored. No unexpected pump screen turning fuzzy and grey during testing or button press. No missing segments or display anomaly noted during testing. Unit functioning properly. Unit received with minor scratched lcd window and cracked retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.